Manufacturer narrative:
H10: the product catalog was updated from (changed from: unk lifestent stent system) to (unk lifestent vascstnt sys). H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g4, h6. H11: d4 (product catalog no.). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometimes post stent placement, occlusion was identified in the popliteal artery via imaging. It was further reported intervention was performed.

Manufacturer narrative:
H10: the previously submitted emdr inaccurately reported the g4 date. The g4 date should have been reported as 01/13/2020. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometimes post stent placement, occlusion was identified in the popliteal artery via imaging. It was further reported intervention was performed.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that sometimes post stent placement, occlusion was identified in the popliteal artery via imaging. It was further reported intervention was performed.